Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept powering off during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device did not power off. A review of the event history log revealed improper shutdown messages. An improper shutdown message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was not verified. The rear case will be replaced as a precaution to address this issue. Should additional relevant information become available, a supplemental report will be submitted.